Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted during testing. The insulin pump passed self-test, a21 test and all operating current measurement were normal. No buttons anomaly. No damage was found on the keypad traces noted. The lcd board was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the insulin pump had multiple no delivery alarms even after set changes. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.